Event description:
It was reported that the patient developed sustained supraventricular arrhythmia; the patient had a history of this arrhythmia prior to their implant. The patient experienced fatigue and shortness of breath. Electrical cardioversion was performed and medication was administered. The arrhythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was found to be in ventricular tachycardia (vt). The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Section a4: patient privacy laws in the event country prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02mar2021. The heartmate 3 lvas instructions for use (IFU) (rev. A) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.